Manufacturer narrative:
Occupation: consultant.

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking during patient use. The patient had a backup device and was able to continue the life sustaining infusion. The tubing set was discarded and there was no patient injury.